Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 236 mg/dl, 300 mg/dl (system 1, strip lot 497254), 128 mg/dl (system 2, strip lot 497254), and 126 mg/dl (system 2, unknown strip lot). No serious injury reported. Requested return of suspect device and replacement was provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.